Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high definition liquid crystal display monitor at times will glitch, show random colors, and disconnect. The issue was found during inspection for use. There were no reports of patient harm.